Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: an investigation was completed to determine the cause of this reported event. Although the error was resolved with a power cycle, another error continued to recur. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the fiber transmission from the master supervisory controller (msc) to the electrosurgical unit (esu) was below the acceptable limit. The fse replaced the core input/output (cio) board, replaced the fiber cable from the cio to esu, but there was no improvement. The fse found the video interface panel (vip) board connection for the backup esu was above the acceptable limit. The fse then replaced the vision side cart (vsc) common compute controller (ccc) board. The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. The cio was visually inspected and no issues were found. The unit was installed onto a known good system and powered on with no issues. The system was left to idle for three hours, power cycled five times, and there were no issues. The vsc ccc was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. The fiber optic light levels were inspected for all ports, and all levels were found to be within the acceptable range. The system was left to idle for five hours, and power cycled five times with no issues.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event.

Event description:
It was reported that during a da vinci-assisted esophagectomy with transthoracic and chest anastomosis, an error 48305 was displayed during the procedure. The surgeon stated that after around three hours of operating, the e-200 generator stopped working. There were no error messages at first, but the device stopped coagulating. A few seconds later, the surgical team was unable to move anything, and fault 48305 appeared with a request to restart the system. After restarting, the generator still did not work. Therefore, the team switched to a backup e-200, which functioned well. However, they continued to receive numerous system messages and did not feel comfortable proceeding. As a result, they decided to complete the abdominal portion of the surgery robotically and to perform the thoracic part as an open procedure.

Manufacturer narrative:
Updated fields: h2 and h11. Corrected data: the reported event was addressed with phone support from an intuitive surgical, inc. (Isi) technical support engineer (tse). The customer power cycled the system to resolve the error. No site visit by an isi field service engineer (fse) was conducted.

Event description:
Refer to h11 for follow-up information.